Manufacturer narrative:
Date of report: 07jun2019. Date rec'd by MFR: 07may2019. The customer reported replacing the flow sensor assembly and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03may2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported that when the unit is set to 120 liters per minute (lpm), it yields 157 lpm. The fse recommended that the customer replace the flow sensor assembly. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the failed air flow accuracy testing. There was no patient involvement. Event date not specified: estimate used.